Event description:
It was reported that: the user felt a resistance when inserting the swg through the catheter. They managed to insert it and placed the catheter. However, when the user was aspirating blood, air was aspirated from the proximal and distal lumen. Therefore, they removed the catheter and replaced it with a new kit and completed the procedure successfully. No harm to the patient occurred. Associated to another complaint for swg / catheter resistance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the user felt a resistance when inserting the swg through the catheter. They managed to insert it and placed the catheter. However, when the user was aspirating blood, air was aspirated from the proximal and distal lumen. Therefore, they removed the catheter and replaced it with a new kit and completed the procedure successfully. No harm to the patient occurred. Associated to another complaint for swg / catheter resistance.

Manufacturer narrative:
(B)(4). The customer report of a catheter leak could not be confirmed through investigation of the returned sample. The customer provided one image of the catheter and one 2-l cvc catheter for analysis. Definite signs of use were observed on the catheter and within the extension lines. Visual analysis of the catheter did not reveal any obvious defects or anomalies. The overall length of the catheter measured 217mm via calibrated ruler which was within the specification limits of 207mm - 227mm per the catheter product drawing. The outer diameter (od) of the distal extension line measured 2.40mm via calibrated caliper which was within the specification limits of 2.39mm - 2.49mm per the distal extension line graphic. The inner diameter (ID) of the distal extension line measured 0.067" via calibrated pin gauge, or 1.7018mm, which was within the specification limits of 1.65mm - 1.75mm per the distal extension line graphic. The od of the proximal extension line measured 2.15mm via calibrated caliper which was within the specification limits of 2.13mm - 2.21mm per the proximal extension line graphic. The ID of the proximal extension line measured 0.057" via calibrated pin gauge, or 1.4478mm, which was within the specification limits of 1.42mm - 1.50mm per the proximal extension line graphic. The catheter was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, " flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter extension lines were connected to a lab inventory ars, and both extension lines flushed as intended. The returned catheter was then tested per bs en iso which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A manual tug test confirmed that both extension lines were secure within their respective luer hubs. The IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Based on the customer report and sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.